Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on (B)(6) 2013. Aneurysm and vessel morphology from the time of implant are unknown. It was reported that on a CT scan done on (B)(6) 2015, the 16/28/156 endurant limb was found to have pulled back and migrated resulted in distal type I endoleak. No type iii endoleak was noted. The patient received treatment by extending the 16/28/93 stent graft and the event was successfully resolved. Per the physician, the cause of endurant limb migrated was due to disease progression. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).